Event description:
During implant, when interrogating the device with the merlin programmer, the programmer froze. The device was not implanted and the patient was stable with no consequences.

Manufacturer narrative:
The device was received in normal working condition, with battery voltage at beginning of life (bol) level. Electrical and mechanical tests indicated the device exhibited normal functionality. Interrogations were performed successfully without any issue on multiple programmers with various software versions. There were no device anomalies found that would have contributed to the interrogation issues reported from the field. The reported event of an interrogation anomaly was not confirmed.